Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 2000ml exactamix eva tpn bags had leaked. This event occurred after the bags had been filled with an unspecified solution. It was further reported that the bags had leaked from the edge. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information provided in the actual device was not available; however, a video and photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the video and photograph was performed with the naked eye. The reported condition was verified during visual inspection. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.